Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat fibroid uterus, hyperplasia, sui, dysmenorrhea and menorrhagia and mesh was implanted. It was reported that the patient had a concurrent procedure of an lavh and bso performed during mesh implantation. No additional information was provided. It was reported that following insertion the patient experienced pain, dyspareunia, urinary problems, and recurrence following the procedure.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh as implanted. It was reported that the patient underwent colonoscopy with snare polypectomy on (B)(6) 2010. It was reported that the patient underwent examination under anesthesia and lateral sphincterotomy on (B)(6) 2011. It was reported that the patient underwent laparoscopic repair of chronically incarcerated hernia with bard composite mesh on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.